Event description:
It was reported by the patient's father that the patient's controller had been acting strange on 30apr2025, and then the pod unexpectedly disabled while the controller screen flashed on and off and showed a message about a bolus being delivered. The patient's glooko report was reviewed by insulet's clinical product support team while on the call with the patient's father. A bolus was noted to have been delivered before the pod deactivated that was not programmed by the patient. Unprogrammed boluses were reported to have occurred at 10:43am (0.30 units) and 12:03pm (2.0 units). The last reported interaction between the patient and the controller was at 8:27am when a correction bolus was programmed and delivered. Patient's maximum bolus is set to 5 units. The controller was reported to be on the patient's desk at school at the time of event. No impact on the patient's blood glucose levels was reported. The patient did not require medical attention or treatment. The patient's father was advised to discontinue use of the controller and use an alternate form of insulin delivery until replacement controller was received. The device data logs were uploaded for investigation.

Manufacturer narrative:
In the case description, the user mentioned the pod spontaneously deactivated, the controller turn off and on, and a bolus was delivered uncommanded before pod deactivation. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that a 0.3 u bolus was programmed at 10:31:22 on 30apr2025 based on an entry of carbs and blood glucose. When the bolus command was sent, a communication error occurred where the command was unconfirmed to be received by the pod and the pod was discarded through interaction with the pod communication error dialog boxes, canceling the bolus. The next pod was activated at 12:22:19 on 30apr2025. The audit logs show evidence of interaction with the controller between the discard and the pairing of the new pod, though no restart of the controller was seen. The audit logs show a number of boluses delivered on 30apr2025, all of which show the confirm button being pressed to bring the controller to the confirm bolus screen and the start button being pressed to deliver the boluses. Review of the engineering log files for the canceled 0.3 u bolus found that the bolus button was pressed to open the bolus calculator and the carb value was entered one digit at a time from 0 to 2 to 24 g. The user sensor button was pressed to load a blood glucose value of 99 mg/dl. The inputs and insulin on board of 0.35 u resulted in a bolus calculation of 0.3 u which was confirmed and sent to be started. Evidence of interaction with the controller was found to program and deliver all boluses, as well as the discard the pod that attempted to deliver the reported uncommanded bolus. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.